Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to the device beeping. Upon interrogation, high out of range pacing impedance measurements were observed on the right ventricular (rv) lead. Additionally, the threshold measurement fluctuated with patient movement. Several tests were performed with no evidence of noise. A high output equal to 7.5 v @ 2ms was programmed for approximately 10 minutes to obtain an impedence measurement decrease. Even though there was a decrease in measurements to 1,900 ohms, after a few minutes, the impedance measurements increased to out of range again. The rv impedance alert was reprogrammed to 2,500 ohms. During the programming change, noise was observed with biventricular pacing. The noise did result in pacing inhibition. As a result, programming changes were made to resolve the noise. No adverse patient effects were reported.